Event description:
A discordant, falsely elevated free prostate specific antigen (fpsa) result was obtained on one patent sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower than the initial result. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated fpsa result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the reagent 1 probe and performed recalibration. The cse cleaned the quality control (qc) mixing system and ran patient samples and quality controls, which were acceptable. The cse also changed the reagent lot. The coefficient of variation was within the acceptable range. The customer has not obtained any more discordant results. The cause of the discordant, falsely elevated fpsa result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.